Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient device is at 15-25% and she has been implanted for less than one year. The md is upset about how quickly the device is depleting. No additional relevant information has been received to date.

Event description:
Additional information was received that provider lowered patient settings in response to decreased battery status. No additional relevant information has been received to date.

Manufacturer narrative:
B5. Description of event - correction - inadvertently left out that provider lowered patient settings in response to decreased battery status on the initial MDR.

Event description:
Data provided was reviewed for the patient¿s device. No anomalies were found within the decoder indicating that the device depleted prematurely. No additional relevant information has been received to date.

Event description:
Additional information was received that patient underwent generator replacement. Explanted product has not been received to date. No additional relevant information has been received to date.

Manufacturer narrative:
B6. Data ¿ correction ¿ settings and diagnostics inadvertently not included on previous supplemental MDR.

Event description:
Additional information was received that device was discarded following surgery and is not available for return. No additional relevant information has been received to date.